Event description:
No new patient or event information since the last report was submitted on 01oct2019.

Manufacturer narrative:
Additional information: d10 investigation ¿ evaluation a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. One device was returned for investigation. The returned packaging confirms the reported complaint device lot number. Inspection of the returned device noted the device was returned with the handle and the basket formation in the closed position. The mlla (male luer lock adapter) and collet knob were tight. The polyethylene terephthalate tubing [pett] measured 4 cm in length. The support sheath was bowed starting approximately 1mm from the nose of the mlla. There were kinks in the basket sheath located 25.4cm from the distal end of the support sheath and again at 37.5cm from distal end of the support sheath. Further visual examination noted a slight gap in the wires when the basket was in the closed position. Functional testing determined the handle actuates the basket formation to the open and closed positions. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to have a basket that would open and close, but a slight gap in the basket in the closed position was noted. Two kinks in the sheath were found. It is likely the sheath kinks were preventing the basket from fully closing. The provided information stated the device was tested before use. Based on the known evidence, the device was damaged during use, preventing the basket from fully closing. All devices are inspected for functionality and damage during manufacturing and quality control checks. The likely cause for the issue is that the device was inadvertently damaged during use. Most probable cause cannot be determined, but most likely traced to user handling and unintended use error. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported,during a stone extraction, a ngage nitinol stone extractor could not be opened or closed. Another ngage nitinol stone extractor was used to complete the procedure. A portion of the device did not remain inside the patient. No additional procedures were required. No adverse effects to the patient were reported.